Event description:
During follow-up an increase in impedance was noted. Based on the review of the x-ray, lead damage was suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal and external insulation abrasion found at 7.8-10.2cm from lead tip. Etfe coati ng was intact at the same location. External insulation abrasion found at 17.6-16.9cm from distal tip. Etfe coating was intact. Internal insulation abrasion found under the rv shock coil at 2.8-3.8cm from lead tip. The sensing conductor was visible and ettfe coating was abraded through at 3.8cm. The reported high lead impedance could occur when the lead was in contact with the exposed rv shock coil.